Event description:
It was reported that "during the procedure, the physician found the catheter body was compressed." There were no reports of patient injury, harm, or adverse health consequences associated with the event. The patient's condition was reported as fine. No medical intervention was necessary, and the procedure was completed after switching to another device.

Manufacturer narrative:
(B)(4). The customer returned an opened psi kit for analysis including a sheath assembly. Visual analysis revealed a kink on the sheath body and protective guard. No signs of use in the form of biological material were observed. The kink in the sheath body was located 22 mm from the juncture hub. The overall length of the sheath body measured 99 mm which is within the specification limits of 98 mm - 102 mm per sheath assembly product drawing. The outer diameter of the intact portion of the sheath body measured 4.64 mm which is within the specification limits of 4.59 mm - 4.71 mm per the sheath body extrusion product drawing. The master kit for this product was reviewed as a part of this investigation. The distal end of the guidewire advancer assembly is placed over the sheath body during packaging. The returned sheath and guidewire assembly were placed inside the tray according to the master kit. The location where the advancer is in contact with the sheath corresponds to the location of the kink. A device history record review was performed with no relevant findings. The customer report of a damaged sheath was confirmed by investigation of the returned sample. Visual analysis confirmed that the location of the kink corresponds to where the sheath is in contact with the guidewire advancer assembly in the packaging. Based on the damage observed on both the sheath and protective tubing, packaging design likely caused or contributed to this defect. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature.